Event description:
It was reported that the cardiosave intra-aortic balloon pump unit power up test failed #14 error code. It is unknown if a patient was involved, harmed/injured.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, fse replaced the scroll compressor as due for pm and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit power up test failed #14 error code.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.